Manufacturer narrative:
No foto and no product provided for investigation. There is a strong indication that the defect described as blown cuff was caused by either a wrong or to aggressive cleaning and/or sterilization procedure. The defect pattern is typical for damage during wrong processing. There is a certain degree of doubt that the IFU specifications for reprocessing were followed correctly. It is known from several clinics that the reprocessing procedures of the hospitals are not adapted completely to the specifications given in the IFU. There is a risk of product damage if other methods are used. This note is listed in the IFU of the product. We suppose that the damage was not noticed during the product inspection and the leak test of the cuff system , which are mandatory after every reprocessing procedure (described in the IFU) and that a product possibly pre-damaged by sterilisation was used. The user has been advised to observe the cleaning and sterilisation instructions in the IFU and to test the product carefully and completely before using it again after processing.

Event description:
Upon assessment of tracheostomy cuff, it was noted that the cuff was deflated although it was inflated with 2 mls of sterile water a few hours prior. The decision was made to change the tracheostomy tube. On examination after, it was noted that the cuff was blown.